Manufacturer narrative:
(B)(4). Coil protrusion, new code requested.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. From the information provided there is no indication that there was any device misuse that contributed to the reported event. Based on the investigation and the available information it is most likely that operational context was the cause of the reported event.

Event description:
It was reported that as the physician was attempting to remove the device it became stretched and broke off the pusher wire. Two loops of the coil remained in the aneurysm and the rest was between the posterior communicating and anterior communicating arteries. The coil was removed using a snare device and there was no reported clinical consequence to the patient.

Event description:
It was reported that as the physician was attempting to remove the device it became stretched and broke off the pusher wire. Two loops of the coil remained in the aneurysm and the rest was between the posterior communicating and anterior communicating arteries. The coil was removed using a snare device and there was no reported clinical consequence to the patient.